Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented with myopotential inhibition via merlin.net. Review of the egm confirmed noise and pacing inhibition. Bringing the patient in clinic for further assessment was suggested. Further actions will be discussed with the physician.